Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged bleeding event is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient was on a blood thinner, and thus, was prone to bleeding. The patient was on the activ.a.c.¿ ion progress¿ remote therapy monitoring system for approximately one day post hospital discharge with significant comorbidities and recent cardiac surgical procedures that may be contributing factors in this event. It is unknown if hemostasis was achieved prior to the administration of v.a.c.® therapy. A device evaluation is pending receipt of the device. Device labeling, available in print and online, states: contraindications: do not place foam dressings of the v.a.c.® therapy system directly in contact with exposed blood vessels, anastomotic sites, organs, or nerves. Warnings: bleeding: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal: patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts) / organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy.

Event description:
On 20-dec-2021, the following information was provided to kci by the patient: the patient allegedly experienced a bleeding event. The v.a.c.® dressing was still in place, but blood was coming out and frank red blood was reportedly observed in the activ.a.c.¿ canister. The patient was subsequently re-admitted to the hospital, and the patient's wound was re-sutured. On 22-dec-2021, the following information was provided to kci by the home health nurse: the patient was recently discharged from the hospital on (B)(6) 2021 and was re-admitted on (B)(6) 2021. The nurse also noted the patient was currently on a blood thinner. On 22-dec-2021, the following information was provided to kci by the physician's nurse: the bleeding event was allegedly related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system and confirmed a blood transfusion was not required. The patient is currently stable. No additional information was provided. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending receipt of the device.

Event description:
On 06-dec-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6)2021, the device was placed with the patient. Multiple unsuccessful attempts have been made to retrieve the device; therefore, a device evaluation could not be performed.

Manufacturer narrative:
H3: other (code unspecified, describe in h10): device was not returned. Based on additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged bleeding event is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device met specifications before patient placement. Multiple unsuccessful attempts have been made to retrieve the device; therefore, a device evaluation could not be performed.